Event description:
It was reported that when the device was being used in emergency situation, it shut down and displayed a failed status indicator and issued chirps. It was reported that the device eventually powered up again, but is unclear at this point what transpired next.

Manufacturer narrative:
A review of the device's internal memory, concentrating on the activity around the final use, shows that the device was able to make shock/no shock decisions and delivered 1 shock. The memory also shows that the device was powered on and off, and the battery being removed over the next 8 minutes, but the device was not in analysis mode long enough for any shock/no shock decisions to be made. About eight hours after the use, a battery insertion test was performed that resulted in an unrecognized battery warning. The same test also cleared the warning. This same warning occurred several minutes prior to the use. Investigation showed the device internal component that communicates with the battery was faulty. The device is designed to function with an unrecognized battery and the users were likely reacting to the unrecognized battery warnings and attempting to clear the warning rather than using the device. It is not clear at this point if there was user error or what the pt outcome was; therefore, this event is being filed as a malfunction that could potentially impact the outcome should it recur. The memory does not contain any errors suggesting the device was not able to delivery therapy.